Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose levels 70 mg/dl and 39 mg/dl. The customer reported that the insulin pump did not suspend when thy get low. It was unknown that auto mode was used or not. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.